Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during an aneurysm embolization, big resistance was felt when delivering a subject guidewire. After removing the guidewire out of the patient¿s body, the distal of the guidewire was found to be broken. The procedure was completed using the another guidewire. There were no clinical consequences reported to the patient due to the event.

Event description:
It was reported that during an aneurysm embolization, big resistance was felt when delivering a subject guidewire. After removing the guidewire out of the patient¿s body, the distal of the guidewire was found to be broken. The procedure was completed using the another guidewire. There were no clinical consequences reported to the patient due to the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire was returned in two fragments. The guidewire distal nitinol and core wire were separated. The core wire was protruding through the nitinol on distal separated section. The core wire and guidewire was bent on its separated proximal side and distal side. The guidewire polytetrafluoroethylene (ptfe) coating was found to be scrapped on several places. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or the introducer. No anomalies were observed with the hydrophilic coating. Based on the information available and analysis of the device, the separated nitinol and core wire are likely occurred due to manipulation of the guidewire after resistance was met. Per the device dfu, "always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action." Because the dfu cautions against advancing, augering, withdrawing, or torqueing a guidewire which meets resistance, a cause of procedural factors was assigned to the as reported and analyzed guidewire break and other damages. Based on the condition of the guidewire, it appeared that the torque device had been dragged down the ptfe. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, however, because the torque device was not returned for evaluation and a thorough investigation could not be performed. Therefore, a cause is of undetermined was assigned to the ptfe coating because the root cause could not be determined.